Event description:
A customer complained that they had obtained a single, non-repeatable higher than expected vitros tsh test result for a proficiency sample tested on a vitros eciq immunodiagnostic system. Proficiency sample 5: vitros tsh result 5.85 miu/l (uiu/ml) vs. Calculated vitros peer mean 4.41 miu/l (uiu/ml). Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient samples were reported as being similarly affected and there were no allegations of harm as a result of the events described. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that the vitros tsh result for proficiency sample five had breached potential health and safety criteria when run on a vitros eciq immunodiagnostic system. Root cause of the higher than expected result could not be determined. The investigation could not exclude inappropriate pre-analytical sample handling, unexpected vitros analyzer or tsh reagent performances as possible causes due to insufficient data available at the time of writing this assessment to assess true performance.